Event description:
The user facility reported that during use of the detachatip multi-use graspers, long fenestrated grasper in a laparoscopic cholecystectomy procedure, the grasper jaw broke off while still inside the patient. The broken jaw component was retrieved and successfully removed from the peritoneal cavity with no problems noted. The procedure was otherwise completed with no further complications, surgical delay or patient injury reported. Despite multiple attempts, no response received from the user facility in regards to the detail description of the incident. Also, the date of the incident and patient demographics (age, gender, weight) were not provided by the end-user facility. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The damaged detachatip long fenestrated grasper was retained by the end-user facility and will not be returned to conmed corporation for evaluation. Without the involved instrument, an evaluation and physical examination of the instrument could not be performed and thus the exact cause of the breakage could not be determined. However, photographic images of the damaged instrument were provided, which showed one of the jaws was completely detached confirming the reported breakage. The location of the break was at the cam slot in the jaw tail piece, where the cross sectional area (material thickness) is the smallest. This instrument was manufactured on 10-sep-2013. Of the lot containing twenty-four (B)(4) units, there were no other similar complaints received. A review of the device history record for this lot number found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. A two (2) year review of the complaint history for this device family showed thirteen (B)(4) similar reports of jaw breakage, including this incident. During this same time frame, over (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode (B)(4). It should be noted that of the thirteen (13) reports of jaw detachments, there has been only one (1) report resulting in a serious injury. To date, there has been no patient long term adverse effect reported regarding these incidents. The detachatip multi-use graspers, long fenestrated grasper is a multi-use laparoscopic long fenestrated grasper intended to grasp tissue in a variety of endoscopic procedures. This is a reusable device and that the unit was shipped to the customer on 02-jul-2014. This instrument therefore, had been in use for approximately 5 months and the number of surgical uses and sterilization cycles was not provided by the end user. In this instance, the exact cause of the reported "jaw breakage" was unable to be determined. However, evaluation of similar complaints revealed that this type of breakage can occur, if excessive lateral force was applied during use or if the jaws of the dtip were coming in contact with the jaws of another instrument when grasping the tissue and was inadvertently gripping and/or closing its jaws over another instrument within it grasp. The IFU, instructions for use, states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. Since the number of surgical uses and/or the number of sterilization cycles have not been provided by the end-user facility conmed is unable to determine if this instrument was utilized beyond its normal life expectancy. To reduce the risk of the jaw breakage and the patient injury, the IFU provides the following warnings: - avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. - if excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage. Device retained by hospital.